Event description:
It was reported that customer experienced continuous glucose monitor error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset guidance, performed pump reset with support assistance, confirmed error did not recur, and successfully started new sensor session, with no additional issues reported.